Manufacturer narrative:
As reported the bard phasix mesh was implanted into a high risk patient and the wound was assessed as being contaminated prior to implant. Infection is a known inherent risk of surgery and is identified in the adverse reaction section of the IFU as a possible complication. Additionally, regarding infection the warning section of the IFU states, if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection, however, may require removal of the device. Based on the information available, at this time no definitive conclusions can be made. If additional information regarding additional medical / surgical intervention associated with the phasix mesh is obtained, a supplemental MDR will be submitted. Remains implanted.

Event description:
It was reported to davol that a patient who is part of a clinical study experienced a post operative infection. Severity is listed as moderate. On (B)(6) 2016 - the patient underwent open abdominal surgery of a primary incisional hernia including resection of the double loop transversostoma, extended left hemicolectomy, reconstruction of terminal transversostoma at the level of the right fossa, subsequently, open posterior component separation technique right retro-rectus according to (B)(6) with augmentation using bard phasix mesh. The preoperative diagnoses indicates that the wound was assessed to be contaminated prior to implant. The patient received prophylactic antibiotics. On (B)(6) 2016 - 7 days post-index procedure the patient developed a wound infection. On (B)(6) 2016 - the patient was admitted to the hospital and was treated with intravenous antibiotics and vacuum assisted closure (vac) therapy . During hospitalization the patient recovered without remarkable problems. On (B)(6) 2016 - the patient was discharged in good general condition. The wound infection is further treated with vac care and follow-up at the wound care center, analgesia as needed and daily administration of tygacil (tigecycline) at the outpatient clinic twice daily until cultures are negative.